Event description:
It was reported that the cuffs/ balloons are not filled. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was returned. Sample was visually and functionally tested and the sample was found to be working as expected. The customer reported complaint was not confirmed. A retrospective review of 12-month period (jan 2024 to jan 2025) was made for complaints originated related to this issue and no additional complaints were identified to this part number 67pfss35 and lot 4459600 for ¿a0125 - cuff deflation / leakage¿ failure mode.